Event description:
It was reported by a customer on (B)(6) 2011 the fiber broke at 123,866 joules. Per the customer, the tip of the fiber broke off inside of the pt. Also, it was reported the fiber tip was retrieved. No pt injury was reported.